Event description:
The reusable impactor handle broke during impaction.

Manufacturer narrative:
The reusable impactor handle broke during impaction. The case was competed successfully. Review of the device history record indicates that the device was manufactured to specification.